Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to incorrect handling by the user. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus the hf-resection electrode, loop, 24 fr., 0.2 wire, large, 30°, sterile, single use, 12 pcs., for turis two thin cutting loop broke when it came into contact with the uroclips. One loop was located and retracted. The bladder was flushed, and medical professionals looked for the other loop however, the second loop could not be located or retrieved. The reported issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. There was no patient/user harm or injury reported due to the event.